Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. According to the instructions for use (IFU), cardiovascular complications, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, the exact cause of the peripheral occlusion was found to be a clot in the artery. Successful thrombectomy was performed. It is possible that a rupture of a calcified lesion led to clot formation and the subsequent occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Post transfemoral tavr procedure, the "patient experienced lost pulse below the popliteal." The patient underwent a thrombectomy and an embolectomy. Initially, it was noted that the common femoral artery was fairly calcified, however , the superficial femoral artery (sfa) was of large caliber and free of disease. Serial dilations were performed and all dilators passed easily except the last dilator. The decision was made to continue with the 23fr rf3 sheath as the sheath was smaller than the dilator. The procedure went well and a distal aortogram showed no evidence of any iliac extravasation. Later that evening, there was no pulse in the operative leg and a thrombectomy and embolectomy were performed. The patient was in stable condition and discharged to home. Per the 3d report, the access vessel minimum luminal diameter (mld) was 8.1 in the common femoral and 7.7 in the external iliac.